Event description:
It was reported that the patient experienced shocking/jolting sensation following a lead replacement procedure. The leads were replaced because, the patient started to experience new pain from the original lead space site and place new leads in the epidural space. Since the replacement, he had felt the shocking down his legs when his stimulation was turned up. It was noted that when the stimulation was increased, he was more apt to fall although, he had not "fallen to the ground, but had some close calls". He had been reprogrammed multiple times but did not resolve the issue. Further information was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose result of 336 mg/dl, washed her hands, retest result on the same system within 10 minutes was 82 mg/dl. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.